Event description:
The homecare provider's (hcp) insurance carrier reported the following: (1) a pt, prescribed 6 ipm, was receiving oxygen from either a puritan-bennett portable or stationary liquid oxygen system. (2) the pt's estate claims the oxygen tanks were defective and may have contributed to the pt's death. (3) the estate's lawyer plans to return the units for co's eval. (4) product info is currently no available.

Event description:
The complainant's lawyer's office reported that pt was using an or-213 and an or-313 liquid oxygen reservoir, and one of the reservoirs allegedly malfunctioned and did not supply oxygen. It is not known if the units were being used separately or together. It was reported that someone tried unsuccessfully to switch pt from the malfunctioning unit to the other unit. Additional info on the incident is not known.